Event description:
The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following findings: vessel size was 5.8mm; no vessel calcification was noted and the site was confirmed to be in the common femoral artery. Reportedly, the physician attempted to deploy the perclose a-t device but experienced a cuff miss. The device was removed from the pt and a second perclose a-t device was attempted. Another cuff miss occurred with the second device. The second device was removed from the pt and manual compression was applied. During manual compression, the pt was noted to have fifteen (15) cm hematoma at the site of the groin. Hemostasis was acheieved after eighty (80) minutes of manual compression. Once hemostasis was achieved, the hematoma was treated with needle aspiration. The event did not prolong the pt's hospitalization and the pt was "discharged without any problem."